Event description:
It was reported that this right ventricular (rv) lead was explanted due to an unknown product performance issue. No additional adverse patient effects were reported. The field representative has been contacted to obtain more information.

Event description:
It was reported that this right ventricular (rv) lead exhibited high pacing thresholds that was continuing to rise from initial implant in february. The patient requires mainly atrial pacing so the docs decided to wait a while to see if the threshold might come down through march. When it didn't, they decided to replace the lead. No additional adverse patient effects were reported. This lead will not be returned.